Event description:
The lay user/patient's mother contacted animas on (B)(6) 2012 and reported a low blood glucose (bg) excursion. The patient's mother informed animas customer support that the patient, who is (B)(6), started on the pump the day prior ((B)(6) 2012). At an unspecified time that evening, the patient's mother reported that the patient was tested and her bg was 40 mg/dl. The reporter denied that the patient was symptomatic and reported she gave her daughter carbohydrates in response to the low bg. At the time of the call, the patient's mother did not wish to review the pump. Animas customer support noted that the reporter did not implicate the pump. The patient's mother felt the low bg reading may have been due to a possible overlap between lantus patient had taken prior and when the pump was programmed to start full basal (8pm on (B)(6) 2012). The reporter was advised to continue monitoring the patient's bg and if she had another low to contact the patient's hcp for assistance with basal setting changes. This complaint is being reported because the patient developed signs and/or symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.